Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia for approximately two hours with a peak blood glucose of 349 mg/dl while using an infusion set and reported no occlusion alerts or visible site leakage. Symptoms included elevated blood glucose without reported ketones or acute complications. Outcomes included self-management with guidance from support, replacement of the infusion set, and completion of troubleshooting and education without the need for medical intervention. Investigation included customer interview and guided troubleshooting, including removal and replacement of the infusion set and priming steps. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.